Event description:
Sclerotic bone was not pre-drilled deep enough. During rotation, the tip of the anchor broke off. The user drilled around the area "to enable". The user reported no injury to the pt.